Manufacturer narrative:
Additional suspect medical device components involved in the event: model# sc-8216-70 serial# (B)(4) description: artisan 2x8 paddle lead (lim), 70 cm model# sc-2218-50e serial# (B)(4) description:st linear trial lead, 50cm with pre-loaded 0.014 inches stylet (streamlined) model#sc-2218-70t serial# (B)(4) description: st linear trial lead, 70cm with pre-loaded 0.014 inches stylet. The explanted devices were not returned to bsn for evaluation as they were discarded by the medical facility. A review of the manufacturing documentation for the explanted devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the explanted devices found them to be satisfactory.

Event description:
A report was received that a patient's precision system was explanted due to an infection. The patient was administered antibiotics and is reportedly doing well following treatment.